Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unk. The caller stated that the doctor wanted a local representative to go to the hospital to troubleshoot the insulin pump. Offered to troubleshoot over the phone, but the caller declined. Advised the caller that the local representative would be contacted. Nothing further was reported.